Event description:
It was reported that during use of the device for a cardiopulmonary bypass(cpb) procedure, the perfusion system would not switch to battery. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(4) 2015: the user facility's biomed engineering mgr stated on (B)(6) 2015, while using a system-1 during cardiopulmonary bypass, the operating room lost alternating current (a/c) power for about five seconds. During this power outage, the system-1 did not switch on battery. Because the power came back on so quickly, no mitigation was required. The system-1 continued to run as designed on a/c power for the remainder of the case. The light emitting diode (led) on the power mgr was noted to be blinking, but was not noticed until after the case. It is unclear when the led began blinking. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was confirmed. A picture was provided to the manufacturer of the damaged battery connector. Data logs were only returned for the power manager board and they were from the day before the complaint was reported but indicated the power manager may have an issue. The distributor biomedical engineer (biomed) ordered and replaced the defective part. No part was returned to the manufacturer for further evaluation. No additional action will be taken at this time.

Event description:
Correction: the reported issue occurred per the user facility's biomedical engineering manager on (B)(6) 2015, not (B)(6) 2015 as originally reported.

Manufacturer narrative:
After further investigation by the biomed, he found a damaged p18 battery cable pins 1 and 2, and found signs of arcing on pins 4, 5 and 6 on the power mgr. The module seems to be rebooting. Tech support advised the biomed to replace the power mgr board.